Event description:
Had an echo during an ER visit: valve failure based on outside echo. Pvr done approximately 10 months ago, new valve "doesn't look so hot. He has holodiastolic pulmonary regurgitation, moderate tr with a pg of 44mmhg. Tapse of 1.4 (mild dysfunction) and pulmonary stenosis with a peak of 34 with a mean of 19."